Event description:
During preparation for a diagnostic ureteroscopy, the ureteral stent was "too rigid and would not uncurl." As this reported malfunction occurred during preparation, there were no patient complications reported. The procedure was completed with another manufacturer's device.